Manufacturer narrative:
A medtronic representative was on-site when the reported issue occurred. The restarting of the imaging system resolved the reported issue and the system functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system could not find the trackers on the imaging system. Restarting the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.